Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer successfully resolved issue by "uninstalling infusion set and pump". There was no reported impact to customer¿s blood glucose level.